Event description:
It was reported that at least 1 bd vacutainer® buffered sodium citrate blood collection tube each from lots 1165565 and 1165563 underfilled during use. The following information was provided by the initial reporter: "citrate tubes drawing insufficient draw volume. Occasionally had to re-stick/do a second draw due to issue."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1165565. Medical device expiration date: 31-mar-2022. Device manufacture date: 14-jun-2021. Medical device lot #: 1165563. Medical device expiration date: 31-mar-2022. Device manufacture date: 14-jun-2021. Investigation summary: bd received 1 photo from the customer in support of this investigation. The photo was visually evaluated and the customer's indicated failure mode of underfill was observed as the amount of specimen drawn into the tubes is below the etched fill line on the tube. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. This product expires 31-mar-2022. As no customer samples were received at the manufacturing site, the investigation was limited. Therefore, 10 production lot in-house retention samples from each lot were inspected with 0 visible defects. Functional testing was performed on the retention samples from each lot and the issue of underfill was not observed as all tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode of underfill with the photo provided; however, no samples were returned to be tested and the complaint could not be duplicated in the retention testing. The exact cause for the underfilling of the tube could not be determined. The device history records were reviewed on both lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that at least 1 bd vacutainer® buffered sodium citrate blood collection tube each from lots 1165565, 1165563, 1165568 and underfilled during use. The following information was provided by the initial reporter: "citrate tubes drawing insufficient draw volume. Occasionally had to re-stick/do a second draw due to issue."

Manufacturer narrative:
Correction: an additional lot number was added. The following information has been updated: b.5. Describe event or problem: it was reported that at least 1 bd vacutainer® buffered sodium citrate blood collection tube each from lots 1165565, 1165563, 1165568 and underfilled during use. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 1165565. D.4. Medical device expiration date: 31-mar-2022. H.4. Device manufacture date: 14-jun-2021. D.4. Medical device lot #: 1165563. D.4. Medical device expiration date: 31-mar-2022. H.4. Device manufacture date: 14-jun-2021. D.4. Medical device lot #: 1165568. D.4. Medical device expiration date: 31-mar-2022. H.4. Device manufacture date: 14-jun-2021.

Manufacturer narrative:
H.6. Investigation: 120 samples from lot 1165563, 100 samples from lot 1165565, and 10 samples from lot 1165568 and 1 photo were returned by the customer in support of this complaint. The photo was visually evaluated showing the amount of specimen drawn into the tubes is below the etched fill line on the tube. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. This product expires 03/31/2022. 10 sample tubes from each lot were draw tested. All tubes were within specification limits. 10 production lot in-house retention tubes from lot 1165563, 1165565, and 1165568 were draw tested. All tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the photo provided; however, the defect was not observed in the sample and retention testing. The exact cause for the underfilling of the tube could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported that at least 1 bd vacutainer® buffered sodium citrate blood collection tube each from lots 1165565 and 1165563 underfilled during use. The following information was provided by the initial reporter: "citrate tubes drawing insufficient draw volume. Occasionally had to re-stick/do a second draw due to issue.".

Event description:
It was reported that at least 1 bd vacutainer® buffered sodium citrate blood collection tube each from lots 1165565 and 1165563 underfilled during use. The following information was provided by the initial reporter: "citrate tubes drawing insufficient draw volume. Occasionally had to re-stick/do a second draw due to issue."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 25-mar-2022. H.6. Investigation: 120 samples from lot 1165563, (B)(4) samples from lot 1165565 and, 1 photo were returned by the customer in support of this complaint. (B)(4) samples from lot 1165568 were provided by the customer in error and the customer has confirmed they did not experience any issues with this lot. The photo was visually evaluated showing the amount of specimen drawn into the tubes is below the etched fill line on the tube. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. 10 sample tubes from each lot were functionally tested and the customer's indicated failure mode of underfill was not observed as al tubes were within specification limits. (B)(4) production lot in-house retention tubes from lot 1165563 and 1165565 were draw tested. All tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the photo provided; however, the defect was not observed in the sample and retention testing. The exact cause for the underfilling of the tube could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.